Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review could not be performed as the lot number is unknown. No patient information was obtained from the facility. The catheter was returned for evaluation and one image was received for review. Based on the image provided, a balloon rupture cannot be confirmed. Based on the sample evaluation, the investigation is confirmed for a complete circumferential rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured at 20 atm in an av graft. The balloon was removed without incident and another balloon was used to complete the procedure. There was no reported patient injury.